Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after full release the nose cone was not centered and interfered with the inflow frame dislodging the valve and increasing aortic regurgitation. A pigtail catheter was used to push the valve up to the sinotubular junction. A snare was used to pull the frame up to the ascending aorta but could not be pulled further due to horizontal aorta. A second non-medtronic valve was implanted. Upon expansion of the second valve, the left ventricular outflow tract (lvot) ruptured due to calcification causing cardiac tamponade. A thoracotomy was performed and both valves were explanted. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that moderate to severe paravalvular leak (pvl) was noted following the valve dislodge. If information is provided in the future, a supplemental report will be issued.